Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the arm , which is off label usage of the device, on (B)(6) 2022. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the arm , which is off label usage of the device, on (B)(6) 2022. Product was provided for evaluation but was unable to be investigated due to compromised components of returned product .confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).